Event description:
It was reported that during a supply change the user received repeated ¿unable to proceed¿ errors while attempting to fill the tubing; a pump restart enabled a dry run, but subsequent attempts with supplies inserted continued to trigger the error, and the device was replaced. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, and the findings were consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.